Event description:
It was reported that an ilet user initiated a meal announcement and then canceled it because the food was not ready, and the pump delivered approximately 0.25 units of insulin before cancellation. No reported adverse clinical effects. Outcomes included no alerts, no alarms, and no need for medical care. Investigation included review of system logs and agent confirmation that the dinner announcement was successfully canceled before most of the dose was delivered. Investigation of this case revealed normal device performance with partial insulin delivery consistent with user-initiated cancellation, and no device component malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was user-initiated cancellation with device functioning as designed.